Event description:
It was reported the patient had a loss of therapeutic effect. Their bladder was not emptying completely and they were wetting the bed. The patient saw a power on reset (por) condition the night prior to call. There were no known accidents or incidents associated with the issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v098557, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).